Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having inadequate stimulation. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted ipg was not released by the hospital.